Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the report of driveline infection, bleeding, and renal failure could not be conclusively established through this evaluation; however, the account communicated that the bleeding was the result of syncope and dislocation of the driveline, and the renal failure was not related to the device or implant procedure. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient had syncope on (B)(6) 2020 which resulted in dislocation of the driveline and minor bleeding at the driveline. Although the bleeding was minor, the patient was given a transfusion. It was also noted that the patient had an acinetobacter pittii, bacillus cereus, staphylococcus epidermidis, streptococcus mitis, and clostridium perfringens driveline infection starting on (B)(6) 2019. The patient had a temperature of 38 degrees celsius and no further symptoms as a result of the driveline infection. The patient was treated with debridement, vacuum therapy, and antibiotics. In addition, it was reported the patient had renal failure starting on (B)(6) 2019; however, it was noted that this event was not related to the device. The patient underwent prolonged hospitalization and was treated with medication changes. The renal failure reportedly resolved on (B)(6) 2019, the bleeding reportedly resolved on (B)(6) 2019, and the driveline infection reportedly resolved on (B)(6) 2019. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists driveline infection, bleeding, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced an episode of syncope. The percutaneous lead was dislocated and there was minor bleeding at the exit site. The patient was admitted to the hospital and the bleeding was treated with blood transfusion. The patient experienced an elevated temperature and was diagnosed with a percutaneous lead exit site infection. Cultures showed acinetobacter pittii, bacillus cereus, staphylococcus epidermidis, streptococcus mitis, and clostridium perfringens. The patient was treated with debridement, vacuum therapy, and antibiotics. No further information was provided.